Event description:
Reporting status: serious injury - medical intervention, reporting rationale: separated guide wire tip snared from patient body. Device issue: guide wire tip separation. It was reported that the bhw guide wire was being used in an electrophysiology procedure. A transeptal puncture required needle to penetrate between chambers of heart. The guide wire was used to steady the needle and reduce the likelihood of an incorrect puncture. There was nothing abnormal observed during use of the guide wire. The patient already had his discharge papers when the film of the procedure was being reviewed at which time the tip of guide wire was observed to remain in the patient. He was taken back to the cath lab where a snare was used to successfully remove the separated piece of guide wire. It was further noted that after the initial procedure, the patient was experiencing a subtle neurological deficit, but this was transient and cleared up the same day. No additional event or patient information is available.

Manufacturer narrative:
The information was copied from the user facility medwatch, received by the manufacturer.

Manufacturer narrative:
Internal file number - (B)(4). Results and conclusions summation: product performance engineering has reviewed the case description. The instructions for use (IFU) states intended use. All hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the case description, it appears that a procedure other than ptca or pta was being performed. It is possible that using the guide wire in an unintended use contributed to the separation and to the reported subtle neurological deficit.